Manufacturer narrative:
This medwatch is being supplemented with additional information obtained and the manufacturer's final investigation results. The reported issues are most likely attributable the use of excessive force by the customer. A manufacturing and quality control review was performed for the affected serial number without showing any non-conformities or deviations regarding the described issues.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The repair inspection confirmed/reproduced the customer¿s reported problem, the image is blurred and the distal end has a crack. Additionally, the outer tube shaft is dented/kinked and there is a crack on the internal lens. The investigation is still in progress; therefore, the root cause of the reported defect cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly. In general, the customer is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus (oth) field service engineer (fse) was informed by the biomedical engineer at the user facility that the customer oes elite, high-definition autoclavable telescope has a blurry image and a cracked on the distal end. It was reported that during procedure, ¿a blurred image was observed on the edge¿ but the procedure was continued until finished. After the procedure, the biomed consulted with the olympus fse and determined the telescope be brought back for repair. No death, injury or harm was reported to olympus.